Event description:
The pump reported a cartridge change error, and there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to remove the cartridge and inspect the o-ring, which was found to be missing and damaged. Technical support helped the customer fill a new cartridge and clean the pneumatic tap area. Despite these efforts, the customer could not successfully load the cartridge onto the pump and filled another with insulin, ultimately switching to multiple daily injections (mdi) while awaiting further troubleshooting assistance.